Manufacturer narrative:
Initial and final MDR 1899850 - MDR 3003442380-2024-09309 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula kinked event on (B)(6) 2024.the event occurred 3 or more hours after insertion and the infusion set was in use for few hours. Insertion site was abdomen. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. The glucose level was high and the patient was treated with correction via IV-bolus.customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.